Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend evaluation and found that similar reports have been received for the reported problem.

Event description:
The facility reported a colleague infusion pump with a malfunction of pixel not displaying properly on the screen. This condition had the potential to interrupt delivery. It is unknown when this condition occurred on the general nursing floor. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pixels not displaying properly on the screen was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to pixels that were sporadically missing on the liquid crystal display. The main display was replaced to correct this condition.